Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient faced leakage at site area around the adhesive. The blood glucose level of the patient at the time of event was 350 mg/dl. Moreover, the issue occurred with one infusion set used for 20 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.